Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Before contacting technical support, the customer had already removed the cartridge from the pump and loaded a new one. The issue was resolved as the customer successfully loaded a cartridge and resumed insulin therapy without further assistance from technical support.